Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller face being damaged where the display was unable to be read and a damaged power cable was not confirmed. The heartmate ii system controller was not returned; however, a log file was submitted for analysis. The submitted log file (labeled 064626) contained data spanning approximately 1479 days ((B)(6) 2017 ¿ (B)(6) 2021 per the timestamp). Additionally, there were no photos or any other supporting documentation that would indicate an issue with the controller face or power cables. Provided information stated that the original controller is no longer available, and no further alarms were active since placed on an ungrounded cable and wire surgery. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate ii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), such s backup battery fault conditions and lcd fault alarm conditions, and the actions to take if the issue does not resolve. Heartmate ii patient handbook rev. C) section 6 "caring for the equipment" and heartmate ii instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the system controller power cables. Heartmate ii patient handbook (rev. C) section 10 and heartmate ii instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for a non-ventricular assist device related issue. The pump functioned appropriately at the time of admission. The patient had a torn silicone area taped up on the percutaneous driveline. The tape was taken off and reinforced with rescue tape. The controller face was damaged and unable to read the ventricular assist device (vad) numbers fully. There was also a tear in the black controller cable so the controller was exchanged for safety reasons. Log files were submitted because the site reported the patient's device appeared to have short to shield issues. X-rays were done of the driveline to look for breaks in wire. The images showed a area of concern approximately three inches from the edge of the percutaneous line connection. There were no concerns of visible break in the outer layer when looked at. The log files showed speed drops less than the low speed limit and pump stops on (B)(6) 2021, while the patient was connected to the power module. This appeared to be caused by a driveline short-to-shield as the x-rays showed shield separation. A driveline repair was performed on (B)(6) 2021. Most of the driveline was replaced, leaving enough space for another repair is needed. There was damage noted on the distal end bend relief. The patient would remain on non-grounded cable until returned portion of driveline was evaluated. Related manufacturer reference number: 2916596-2021-07454.

Manufacturer narrative:
Serial number requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.